Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and ovarian cyst ('other injury(ies) or complication please describe: ovarian cyst') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement and paratubal cyst. Concomitant products included loratadine (claritin) since 2016. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain radiating down leg") and flank pain ("right side pain severe radiating down leg") and was found to have uterine leiomyoma ("other injury(ies) or complication please describe: fibroid"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy. Right ovarian cystotomy and right ovarian cystotomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and flank pain had resolved and the ovarian cyst, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, flank pain, menorrhagia, ovarian cyst, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: essure removal procedure: fulguration of focal endometriosis right pelvic peritoneum. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Events added-abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, other injury(ies) or complication please describe: fibroid/ovarian cyst. Essure dates, removal procedure was added. Laboratory data was added, patient's medical history was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /pelvic /chronic') and ovarian cyst ('other injury(ies) or complication please describe: ovarian cyst') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement and paratubal cyst. Concomitant products included loratadine (claritin) since 2016. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain radiating down leg") and flank pain ("right side pain severe radiating down leg") and was found to have uterine leiomyoma ("other injury(ies) or complication please describe: fibroid / uterine fibroid"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy. Right ovarian cystotomy and right ovarian cystotomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and flank pain had resolved and the ovarian cyst, vaginal haemorrhage, menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, flank pain, menorrhagia, ovarian cyst, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: essure removal procedure: fulguration of focal endometriosis right pelvic peritoneum. Received treatment for : dyspareunia (painful sexual intercourse),chronic, pelvic/abdominal, dysmenorrhea (cramping), menorrhagia, uterine fibroid diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: reporter information was added . Outcome of event " dysmenorrhea (cramping), dyspareunia " was updated as "recovered/resolved". Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.